Event description:
Reason for revision unexplained, but restricted range of movement reported. Complaint information received from (B)(4). Samples with (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.